Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed, not powering on properly) has been confirmed. Upon investigation the monitor was resetting and displayed a service code 107 (multiple abnormal shutdowns) and failed an incoming pulse test. The cause for the resets was isolated to contamination on electrode belt receptacle j1001. Additionally, the response buttons were not functioning properly due to the presence of contamination. The cause for the pulse test failure was isolated to high-voltage capacitor c19 on the defibrillator pca. The capacitor was damaged and broken free from the pca. The root cause for the contamination was ingress of an unknown liquid. The root cause for the damaged capacitor was excessive force. The monitor exhibited signs of extreme physical abuse. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code and was not powering on properly.